Event description:
It was reported by the patient's legal representative that the patient underwent bilateral recap resurfacing procedures on (B)(6) 2005. Bilateral revisions were performed in (B)(6) 2006 due to unknown reasons. Patient currently states he has elevated metal ion levels, but does not want to revise the implants as they work well. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. Date of event - (B)(6) 2006 (exact date unknown); expiration date - unknown; explant date - (B)(6) 2006 (exact date unknown); manufacture date - unknown. This report is based on allegations set forth in patient's notice and the allegations therein are unverified. Additional information was received by patient's legal representative giving item/lot numbers and an exact implant date. This is 1 of 4 medwatch reports being submitted for the same event. Please also see: 3002806535-2014-00215 / 00217.